Manufacturer narrative:
(B) (4). The ge service rep cleaned the brake assembly and c-arm weldment. The system performed as intended.

Event description:
The customer reported that the carm was not going up or down. No patient injury was reported.